Manufacturer narrative:
H6: investigation summary due to no photo or sample being received, the customer's complaint of leakage was not verified. A device history record review for model mz1000-07 lot number 20046124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No sample was received by our quality team. The root cause of this failure remains unknown.

Event description:
It was reported that maxzero needleless connector broke and leaked. The following information was provided by the initial reporter: material no: mz1000-07, batch no: 20046124. It was reported that the maxzero broke at connector at hub and was found leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxzero needleless connector broke and leaked. The following information was provided by the initial reporter: material no: mz1000-07. Batch no: 20046124. It was reported that the maxzero broke at connector at hub and was found leaking.